Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that does not turn on. It is unknown when or in which care area this event occurred. The facility representative stated that there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that cannot turn on was confirmed by baxter service personnel. The assignable cause was determined to be a defective main battery. The main battery was replaced to correct this condition. The device was repaired on site. Should additional information be received, a follow-up medwatch will be submitted.